Event description:
It was reported that the patient underwent an explant procedure to remove the implant.

Event description:
It was reported that the patient underwent an explant procedure to remove the implant. Additional information was received that the reason for explant was because the patient did not get relief from the device. The hospital kept the device due to their policy and it will not be returned for analysis.